Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation selection, investigation site: cq zuchwil, selected flow(s): device interaction/functional and damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: upon visual inspection of the complaint device (1 of 4 received) it can be seen that the screw is damage, the tip is slightly deformed, and the recess is completely worn from use, this thus confirming the complaint description. In addition, at the screw are some discolorations and residue visible which is a result from use. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: based on the received information a review of the technique guide could be performed, further ¿document/specification review¿ is not possible, as the lot number is invalid. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that the deformation resulted from excessive and/or lateral pressure on the screw tip, and that an inadequate connection between the screw and screwdriver, could have led to this damage. To prevent such problems, it is necessary to operate according to the technique guide (dsem-cmf-0614-0016-4; page 5, warnings: be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail.). The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part number: 04.503.104.04s, lot number: 22p70023. Provided lot number is invalid, therefore no mre possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a clipping surgery of the skull. During the surgery the screw could not be held. The surgery was completed successfully with another screw without any surgical delay. Concomitant device: unknown screwdriver (part# unknown, lot# unknown, quantity: 1). This report is for one (1). This is report 1 of 1 for (B)(4).